Event description:
(B)(4). Initial notes: customer states that 3 out of 4 prongs on the reservoir ring are broken off. Incident date is (B)(6) 2018. Bg at incident date was in the 200's mg/dl. Weight was 180 lbs. Belt clip broke (B)(6) 2017. The back part that slides into the belt clip railings broke. Went to clip it on and it just broke. Inquired what led up to the complaint. Customer response: clear reservoir ring is broken. Belt clip broken. Bumped/dropped/cosmetic damage t/s per (B)(4). Question - is the customer reporting cosmetic damage, the pump was bumped, or pump was dropped? Response: possibly bumped. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. 1. Type of damage is: prongs on reservoir lip ring are missing. 2. Damage occurred: possibly bumped. 3. Location of the damage is: reservoir lip ring. Crack yes reservoir lip ring inquired if due to reported issue/damage to reservoir compartment/lip/ring the reservoir is unable to lock in place when inserted into pump. Found:is able to lock the reservoir in place in the pump. Not customer caused adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Expl interaction aftercare email. Customer's outcome pertaining to the complaint: replaced customer's pump and belt clip. Ship: 1-mmt-1715k, 1-acc-1601 / return: 1-mmt-1715k

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal number: z-0955-2020. (B)(4). S/w version 2.8c. Device passed displacement test. Unit received with broken reservoir tube lip. Device received with cracked retainer ring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.